Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. During a visual and tactile examination, the blue outer catheter was noted to be pushed forward and protruding over the tip of the device, this may have occurred when excessive force was applied when the physician pulled the device back when resistance was encountered during the procedure. The device was received with the stent still in position on the device. The investigator deployed the stent without any resistance or issues noted. A visual and microscopic examination identified damage to the distal end of the stent. A visual and microscopic examination found no issue with the tip, stent cups or stent holder of the device that may have potentially contributed to the complaint incident. No further issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Wallstent device is intended to dilate tracheobronchial strictures produced by malignant neoplasms.; however this device was used within the iliac vein. The complexity of the vessel may have been a contributory factor to damage noted on the stent as the catheter became stuck in a severely tortuous vessel. (B)(4).

Event description:
It was reported that the outer catheter came out over the inner catheter. The target lesion was located in the very tortuous iliac artery. A 18x90/10fr uni plus 75cm wallstent® was advanced but it was noted that the outer catheter became stuck. Upon pulling the device back, the outer catheter came out over the tip of the inner catheter. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 70's. (B)(4).

Event description:
It was reported that the outer catheter came out over the inner catheter. The target lesion was located in the very tortuous iliac artery. A 18x90/10fr uni plus 75cm wallstent® was advanced but it was noted that the outer catheter became stuck. Upon pulling the device back, the outer catheter came out over the tip of the inner catheter. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.